Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing the imaging system, the system beeping following replacement of a charger board within the system. It was noted that the system would then not complete start up. It was noted that the issue occurred after a preventative replacement of the charger board. The original charger board of the imaging system was re-installed and functionality was restored. There was no patient present when this issue was identified. No additional information was provided.